Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. A device history review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): when turning the endoscope mount lock counterclockwise with holding it lightly, confirm that the endoscope mount lock is free from looseness or backlash. When operating the endoscope mount, confirm that the endoscope mount is free from looseness or backlash. Warning-do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Caution- a soiled cover glass will impede observation. Avoid leaving fingerprints or smudges on the cover glass. To avoid scratching the cover glass, never use an abrasive cloth or material to clean it. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head had water immersion in the main unit imaging, flooding of the camera cable, a scratch on the lens and corrosion was observed at the electrical contacts of the video connector, there was no patient involvement.